Manufacturer narrative:
(B)(4). Date sent: 4/29/2026. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code? What was the procedure? Does the surgeon believe the post-operative complications of the high crp was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue issue? How was the device removed? Did they attempt to fire the device? Was the device able to be fired? Indication for the surgery? What tissue was fired upon? Did the device cut? Any damage to the tissue due to the difficulty in opening the device? Were there any tissue damage due to the device having difficulty opening? Did the patient receive any preoperative chemotherapy or radiation? What is the product code of the device that was utilized in the surgery? What is the lot/batch number? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device before firing? What trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Additional information was requested, and the following was obtained: could you please provide the product code, lot/batch number for the device reported? Unknown. Is the current patient status known? The patient is fine, no complications. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No special care, no complication but crp a little high of the patient shot kept 1 more days. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the jaws of the clamp did not open, they had to remove and put the battery back but this did not change anything. Then they used the reverse button but still nothing. The establishment has maneuvering the manual mechanism on the top of the rung to open the jaws. So, they also had to open a new device. No more information available.